Event description:
It was reported that the customer had a motor error on her insulin pump while changing the reservoir. Her blood glucose was 200mg/dl at the time of reporting. She was advised to revert to a backup plan. The insulin pump was returned. No additional information was reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump passed the rewind, basic occlusion, prime and displacement tests. However, the pump was stuck in the motor error alarm loop during the bolus delivery. The motor was tested outside of the device, and it passed. The motor may have had an intermittent failure that was not detected during our testing. The displacement test functioned properly. The pump also had a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, a missing end cap sticker, and cracked battery tube threads.